Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The cadiere forceps instrument was received and failure analysis found the instrument to have a frayed grip cable at the distal end.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) product has been received for failure analysis evaluation. However, the failure analysis investigation has not been completed at the time of this report.

Event description:
It was reported that during central processing after a malignant hysterectomy procedure, it was identified that the cable pull of the cadiere forceps was damaged. The customer stated that no fragment had fallen into the patient. The surgeon did not notice any issues with the functionality of the instrument during the surgical procedure. The instrument did not collide with any other instruments or other hard materials during the surgical procedure. The procedure was completed robotically with no injury.